Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), product type screening device. Product ID 977d260, serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The serial numbers of the leads were reported. The leads were discarded.

Event description:
Trial pt was in the middle of a trial, the rep said the symptoms of an infection started on sunday and trial pt was unable to come into clinic, but then came in today and the lead was pulled. There was an infection where the lead was and some discharge. Pt was placed on anti-biotics.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# serial# unknown, implanted: explanted:, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.